Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was/is capsular contracture baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified weight to the spec, a crease fold, a deformation, wear abrasion, and yellow particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "bilateral exchange of textured breast implants due to the patient¿s concern with the product and capsular contracture, baker grade unknown." This record is for the right side. Device has been explanted.

Event description:
Healthcare professional clarified baker grade as "iii-IV." Patient representative further reported was "pain," ¿increased risk of alcl, mental pain, anguish, and fear due to risk of alcl, and mental pain and suffering.¿ the following reported events have been deemed not related to the device: ¿scaring, disfigurement.¿